Event description:
It was reported that the customer was receiving the compromised force sensor system alarm every time she was attempting to prime the tubing. The customer stated that she had gone through two reservoirs that both gave her the alarm. The customer's blood glucose was 329 mg/dl. Troubleshooting was done. The customer stated that the drive support cap was sticking out. The customer stated that she did not recall pressing on the insulin pump but that she was unsure. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk. The device was received with cracked case at display window corners, cracked display window, cracked battery tube threads, minor scratched lcd window, and broken belt clip slot.